Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation, the product is used in treatment. The reported condition was confirmed. A visual inspection was performed and it was observed the tube was broken at the suction line insertion area, an inflation/deflation test was performed using a syringe, 25cc of air was applied to the cuff and it was noticed the cuff held the air, the cuff was left inflated 2 hours, after this time, no deflation was observed, the failure mode damaged component was confirmed. The investigation could not determine the root cause of the event. The failure relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. Additional information: (MFR region and UDI), (first and last name, email), (phone #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, the patient bit the tube and air leaked. The customer indicated that recannulation of a replacement tube was required.